Event description:
Customer reported that the insulin pump's display was very difficult to read. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with missing segments due to open heat bond of zebra connector on short side on the lcd. The pump also had a cracked overlay, minor scratched overlay, a cracked case under overlay and debris under overlay.